Event description:
New information received noted the previously reported right ventricular lead exhibited loss of capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with dizziness. Upon review, the right ventricular lead exhibited increased capture threshold. The lead was capped and replaced on (B)(6) 2019. The patient was stable during and post procedure.